Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The common femoral artery was moderately calcified. As per the special patient populations section of proglide instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was a venous sheath next to the arterial sheath. As per the special patient populations section of proglide instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information a definitive cause for the reported cuff miss could not be determined. The patients moderately calcified common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that preclosure suture placement was attempted in a moderately calcified common femoral artery using a perclose proglide device prior to an aortic abdominal aneurysm interventional procedure. Reportedly, one proglide was successful in suture placement. A second proglide was deployed and a cuff miss occurred. Six additional devices were used with the same results, all had cuff misses. The suture from the first successfully deployed proglide was removed and a starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. A 30 minute delay in procedure was reported. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.